Event description:
Pt to o.r. For removal of left subclavian port-a-cath due to malfunctioning. Port was removed from its pocket but catheter was not attached to it. Fluoroscopy done and catheter identified in the right side of the heart as confirmed by radiology. Pt sent to interventional radiology for further follow up.